Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for evaluation. The tip of the wire was noted to have been damaged and the over-coil from the core wire was coming off the distal end of the wire. A piece of the wire was noted to be broken off and in a knot like shape. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. A visual examination of the samples confirmed there were no visual defects. In addition, dimensional and functional testing confirmed the products met manufacturing specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. A review of the complaint files confirm the reported part/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitely determined based upon the available information, the cause of the wire damage is likely due to the wire being pulled back through the metal needle cannula. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "when using metal needle cannula do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the wire on the precision device separated into two pieces and part of the wire remained in the patient. Follow up communication with the user facility reported the following information: a precision kit was opened and the needle was used under ultrasound to access right brachial artery. Upon insertion of the wire, resistance was felt and advancement was halted. An attempt to remove the wire was unsuccessful, the needle was removed. There was a second attempt to remove the wire and it separated into two pieces. At that time the patients brachial artery was visualized that part of the wire was remaining in the brachial artery. It was stabilized and subsequently removed via opening the skin and dissecting the brachial artery. The case was continued and the patient was un-symptomatic. The tip of the wire was embedded in the posterior wall of the artery. The procedure was completed successfully. The patient was reported as in stable condition without symptoms.